Event description:
Boston scientific crm received information from a bsc sales representative (sr) stating that this other manufactured right atrial (ra) lead dislodged 20 days post the implant procedure. The sr stated the patient is asymptomatic with no discomfort. No adverse patient effects were reported during this clinical observation.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.